Event description:
During a call to the baxter technical service representative regarding an unrelated issue, the caregiver indicated the patient had been hospitalized and in rehab due to a diagnosis of peritonitis. During a follow up call to the facility nurse on (B)(6) 2011 the following information was received: the patient did experience peritonitis. He was hospitalized from (B)(6) 2011 until (B)(6) 2011 at a hospital not affiliated with the (B)(4) agency. The patient did receive antibiotics but product, dose, route and length of therapy are unknown. The peritoneal dialysis facility did not receive information related to the event of peritonitis. Reportedly, when the patient was discharged from the hospital he went to an unknown rehab facility for an unknown length of time. The patient reportedly was discharged to home from the rehab facility on an unknown date. The patient is currently under the care of an unknown home health agency. No further information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (gd8844445, gd885301, gd886127 and gd886036) with no defects noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.